Manufacturer narrative:
See b5. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the probable cause of the reported deviation was the skiving of surgical tools on the bony anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported the screws skived at l3.

Manufacturer narrative:
H3, h6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an inaccuracy in guide wire placement occurred at l3, with the guide wires initially positioned a few millimeters inferiorly in the pedicle on both the right and left sides. The first registration was completed, and guide wires were successfully placed at l1 and l4. Upon identifying the inaccuracy at l3, a second registration was performed, after which the guide wires were successfully placed on both sides of l3. It was noted there was a fracture at l2. The event resulted in a 20 minute surgical delay. No patient complications have been reported as a result of this event and surgical delay was less than one-hour. Additional information was received. It was reported that the trajectory inaccuracy was less than 3.5 millimeters (mm).